Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be confirmed. However, it¿s likely the cause is related to a faulty output connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for a unknown diagnostic procedure, scope detection does not work on the video system center. The procedure was completed using a similar device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered noise generation on the monitor and a e216 error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.